Event description:
The male pt was in the hosp for a broken hip. His wife was staying with him, she woke up and discovered the adaptors of his catheter on the floor. They had separated from his catheter and he was bleeding out. Wife alerted nurse and dr on staff and pt was treated immediately.